Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed four years of longevity remaining after three months post generator change. Engineering analysis indicated that the power consumption appears to be abnormally high and variable over time. The root cause is unknown and does not appear to be linked to therapy or telemetry usage. This device was malfunctioning, and replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker showed four years of longevity remaining after three months post generator change. Engineering analysis indicated that the power consumption appears to be abnormally high and variable over time. The root cause is unknown and does not appear to be linked to therapy or telemetry usage. This device was malfunctioning, and replacement was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained and indicated that physician requested for analysis letter that determine root cause of battery depletion. Moreover, the pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker showed four years of longevity remaining after three months post generator change. Engineering analysis indicated that the power consumption appears to be abnormally high and variable over time. The root cause is unknown and does not appear to be linked to therapy or telemetry usage. This device was malfunctioning, and replacement was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the representative requested for analysis letter to determine root cause of battery depletion. Moreover, the pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.